Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had his entire scs system removed and replaced because allegedly the patient was not receiving effective stimulation.

Event description:
Follow up identified the patient is receiving effective stimulation therapy coverage after the replacement procedure.